Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that connector c35-o leaked chemo and it splashed into the nurses eye. The following information was provided by the initial reporter: material no: 515070 , batch no: unknown. It was reported the chemo leak from the connector. Verbatim: (B)(6) 2021 etoposide was prepared using optima. The injector was added to the end of the b braun tubing. The nurse attached the chemo line to the patient and heard a "whooshing sound" like air pressure was being let out of a tire. She opened her gloved hand which was holding the injector / connector connection and there was chemo on her glove which then splashed into her eye. Etoposide(chemotherapy) splashed into a nurses eye. She flushed her eyes at the eye wash station, was followed up by opthamology and is back at work today, (B)(6) 2021